Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water channel and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material, and there was a risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.